Event description:
A manual resuscitator with peep valve was in use with an intubated patient who was in transit to the ICU. The clinician's noticed that the patient's blood pressure was dropping and used pressors to increase the blood pressure without success. The patient was "stacking breaths" and the resuscitator was disconnected from the endotracheal tube and the patient's blood pressure and breathing returned to expected levels. There was no patient compromise.